Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 398 mg/dl. The customer explained that, prior to the hospitalization, she believed that she was having a heart attack due to vomiting and her heart racing. The customer's blood glucose would not decrease. The customer specified that her heart was racing very fast for seven hours. The customer stated that the cause of the hospitalization was diabetic ketoacidosis but was unsure of what could have caused it. The customer mentioned having a bad flu that may have caused the high blood glucose. The customer was treated with an insulin drip at the hospital and then put her on a new insulin pump. The customer also changed the insertion site location. Nothing further reported.